Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure there was a proximal type ia endoleak detected and was resolved by implanting an additional vascular procedure. Per the investigator the event was device and procedure related. No additional clinical sequelae were reported and no further information is available.